Manufacturer narrative:
(B)(4). (B)(6). The device was received for evaluation. Visual and microscopic inspections did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was found to have a cap colored shaving on the filter. The device was filled with tobramycin. This was observed after filling. There was no patient involvement. No additional information is available.